Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Biomed calling at bedside in cicu. Water flow rate (wfr) was 0.3 l/m. System diagnostics with pads outlet monitor temperature (t1) was 6.8c, outlet control temperature (t2) was 6.9c, inlet temperature (t3) was 9.3c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 66 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2191.9, pump hours were 1901.3. Stopped therapy and disconnected pads. Placed device in manual control at 5c. After a few minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 5.8c, inlet temperature (t3) was 6.1c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percent, mixing pump command (mpc) was 97 percent, heater command (hc) was 0. Device alerted 41 low internal flow. Advised to swap out to alternate device and for biomed to call back when he can trouble shoot with engineering in the shop. Sn dyany001.biomed calling in to trouble shoot device giving alert 02 low flow & alert 41 low internal flow. Transferred for assistance. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device 02 low flow adult patient in normothermia with 4 pads connected. Biomed calling at bedside in cicu. Water flow rate (wfr) was 0.3 l/m. System diagnostics with pads outlet monitor temperature (t1) was 6.8c, outlet control temperature (t2) was 6.9c, inlet temperature (t3) was 9.3c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 66%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2191.9, pump hours were 1901.3. Stopped therapy and disconnected pads. Placed device in manual control at 5c. After a few minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 5.8c, inlet temperature (t3) was 6.1c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57%, mixing pump command (mpc) was 97%, heater command (hc) was 0. Device alerted 41 low internal flow. Advised to swap out to alternate device and for biomed to call back when he can trouble shoot with engineering in the shop. Sn dyany001.biomed calling in to trouble shoot device giving alert 02 low flow & alert 41 low internal flow. Transferred for assistance.

Event description:
It was reported that in an arctic sun device 02 low flow adult patient in normothermia with 4 pads connected. Biomed calling at bedside in cicu. Water flow rate (wfr) was 0.3 l/m. System diagnostics with pads outlet monitor temperature (t1) was 6.8c, outlet control temperature (t2) was 6.9c, inlet temperature (t3) was 9.3c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 66%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2191.9, pump hours were 1901.3. Stopped therapy and disconnected pads. Placed device in manual control at 5c. After a few minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 6c, outlet control temperature (t2) was 5.8c, inlet temperature (t3) was 6.1c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57%, mixing pump command (mpc) was 97%, heater command (hc) was 0. Device alerted 41 low internal flow. Advised to swap out to alternate device and for biomed to call back when he can trouble shoot with engineering in the shop. Sn dyany001.biomed calling in to trouble shoot device giving alert 02 low flow & alert 41 low internal flow. Transferred for assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.